Event description:
It was reported that the patient with this pacemaker reported having problems with this device and passed out. At this time, this device remains in service and no additional adverse patient effects were reported.